Event description:
Per complaint (B)(4), during unpacking, the doctor had difficulties with the connection of the driver to the fixture mount. The surgery was completed the same day using another implant resulting in no patient impact.